Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. The ams800 occlusive cuff was visually inspected and functionally tested. There was a leak at the pillow-fillet junction that was the result of a sharp instrument. The ams800 control pump was visually inspected. No leak was found. The ams800 balloon was visually inspected. No leak was found. Model number: 72404127. Lot number: 1000114829. Model description: control pump fgs iz. Model number: 72400024. Lot number: 1000141652. Model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. On "x-boz" there was no more contrast in the system indicating there was a leak in the system. A new aus device was implanted. It was further reported that the patient's recurring incontinence began on (B)(6) 2018. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Model number: 72404127, lot number: 1000114829, model description: control pump fgs iz. Model number: 72400024, lot number: 1000141652, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. On "x-boz" there was no more contrast in the system indicating there was a leak in the system. A new aus device was implanted. It was further reported that the patient's recurring incontinence began on (B)(6) 2018. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.